Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device, during dwell three of four. The home patient (hp) was connected at the time of the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) instructed to cycle the power on the hc to clear the alarm. The hp was going to finish with manual supplies. There was no adverse event associated with this report. No additional information is available.